Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the end of the drill bit broke. The broken end remained in the patient. Reportedly, the aiming arm lead the drill bit to the medial side of the nail, which first the operator thought to be the far cortical. Reportedly when he realized that it was still at the nail, it had already broken. The operation was finished successfully. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation states that the measurable dimensions of the damaged drill bit were checked as far as possible and found to be in compliance. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Our investigations have shown that the tip is indeed badly damaged and the cutting edges are very blunt. It is indicative that too much mechanical force or possible contact with other metallic parts during drilling may have caused these damages. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.